Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -07.50 diopter, into the patients left eye (os) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to the lens was implanted upside down. There was no patient injury. T here was emergence of farsightedness and astigmatism. The lens was replaced with another same model/length lens and the problem was resolved. Post-op, the patient had glare. See MFR. Report # 2023826-2024-02034 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).